Manufacturer narrative:
(B)(4). The sample is not available for evaluation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a non-specific one link device disconnected from a heplock tubing. The heplock tubing would "come apart" after the IV was inserted. The connection was noted to be loose and needed tightening. The one link device disconnected, resulting in blood spilling "all over the patient". There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.